Event description:
It was reported that the patient presented for generator change procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture due to high capture threshold. It was noted also that the ra lead exhibited undersensing due to p wave amplitude variation. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.